Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm had occurred on a Trilogy O2 device while in use at the hospital. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.